Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on 11/17/2021. Flow rate testing confirmed that the flow rate deviation was -9.92%. The flow rate accuracy was not within +/- 5% specification. The reported flow rate issue was confirmed. Root cause cannot be determined. Please note: for the investigation findings code, infutronix llc decided to select 4247 appropriate term/code not available, suggests adding the preferred term "root cause is not identified." To the future code table.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00083.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user: "pump did not administer the right amount of medicine." Device operator was a patient. Medication infused was unknown. Patient was involved but not harmed.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.